Manufacturer narrative:
Sc-1216 (sn (B)(6)). The returned ipg was analyzed, passed all testing and exhibited normal device characteristics. Device data logs analysis did not reveal any anomalies related to premature battery depletion, however, review of the charging log revealed issues that have contributed to inability to charge or longer charging time than expected. With all the available information, boston scientific concludes that the allegation of charging difficulty was confirmed. Data log revealed that the charging issues were due to the thermistor being triggered multiple times and poor charger-ipg alignment.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and had to charge it frequently. It was mentioned that the patient underwent a non-device related surgery wherein a bovie was used. The patient underwent an ipg replacement procedure. No further information has been obtained at this time. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and had to charge it frequently. It was mentioned that the patient underwent a non-device related surgery wherein a bovie was used. The patient underwent an ipg replacement procedure. No further information has been obtained at this time. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.